Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure due to stress urinary incontinence and mesh was implanted. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was further reported that patient underwent removal of urethral sling on (B)(6) 2010. The patient underwent excision of mesh, cystoscopy, sling procedure using mesh (spiral align), cystocele repair using mesh sutures (central defect) and repair of rectocele on (B)(6) 2011. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the following the procedure the patient experienced pelvic and abdominal pain. No additional information was provided.